Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed issue confirmed that the switch in the r cabinet appears to be dead. Third party engineer replaced the switch on their own. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not boot up once the counter reaches 00:00 (zero). The device was not in use at the time of the reported event. No harm was reported. Philips has started an investigation of the complaint.